Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted high anterior resection procedure, universal surgical manipulator (usm) #3 ¿dropped¿ on its own. When the issue occurred, an unspecified instrument was installed on usm #3 and resulted in a small amount of bleeding. The cause of the incident remains unknown, as the customer reported no external collisions involving the usms, other equipment, or staff, and stated the surgeon did not release the master tool manipulator (mtm) while their head remained in the high-resolution stereo viewer (hrsv). Although the issue was not resolved, the procedure was successfully completed with all four usms. The following information is unknown: the source of the bleeding, what surgical task was being performed when the complication occurred, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered to control the bleeding.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 was dropping on its own when not held. The customer was unable to provide further details, and the system logs did not reveal any related errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the master tool manipulator (mtm) exhibited poor weight balance, preventing it from maintaining its position. The fse performed a gravity compensation calibration on the mtm, which corrected the issue. The system was tested and verified as ready for use. The probable root cause of error 23075 may be attributed to user-induced factors such as the surgeon releasing a mtm during following mode while their head is in the high resolution stereo viewer (hrsv) or a user applying external force to an arm on the patient side cart (psc) (e.g., energy cable connection) that is being commanded by the surgeon.